Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed with the unit that would have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported with a dpt product, in the process injecting IV medication, fluid leaked from a pinhole split located where the tubing of the pressure line meets the cvc (central venous catheter) on the hard plastic hub. No leak was noted upon initial priming of the system.